Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level 400 mg/dl. The customer reported this morning was getting lantis and at seven o¿clock cut the basal. The customer¿s current blood glucose level was 500 mg/dl. The customer had no symptoms. The customer treated with manual injection. The customer did troubleshoot the issue and passed the self-test and displacement test. The insulin pump will not be returned for analysis.